Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the charger/modem exhibited a bga failure at the u104 (pxa) and u1003 (pld) processors. The cause of the resets is the bga failure. The root cause of the bga failure cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it was resetting.